Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer¿s current blood glucose value was 72 mg/dl. The customer did experience symptoms such as fatigue and anger low blood glucose value. The customer treated low blood glucose value with glucose tablet. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer does not allege over delivery. Drive support cap appeared normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.